Event description:
The complaint's spouse had to have a defective pacemaker explanted. The firm determined that a malfunction of the lsi caused the loss of ventricle sensing in the unipolar configuration. Rptr's spouse was implanted with a "defective pacemaker." It took 8 mos. Before they found the problem. They did replace it but at pt's expense. "Yes I do have insurance. But I do believe that this company has frauded my insurance company. This should have been at there expense not ours." Atrial lead analysis: the sensing threshold varies between 4 and 5 millivolts. The resistance is 1,141 ohms. The capture threshold varies between 2.5 and 3.0 volts at a pulse width of 0.8 msec. Ventricular lead analysis: the sensing threshold has dropped to less than 1.0 millvolt. The resistance is 459 ohms. The capture threshold is less than 0.5 volts at a pulse width of 0.4 msec. Pt came in for an evaluation of pacemaker. The field clinical engineer for pacesetter, came down to evaluate the problem. After evaluation, it appeared that there was a component failure in the sensing system of the pacemaker. The recommendation is to replace the generator. The plan will be to do this as an out-pt. Pt will need a temporary pacemaker while implanting a new generator. The generator will then be sent off for analysis.